Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on the right side/ I described mine as if there were a tiny crab in there that kept pinching me with it's claw') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbing"), paraesthesia ("tingly feelings"), sinusitis ("sinus infections"), ear discomfort ("ear pressure - ear issue"), tinnitus ("ear pressure/ringing"), hypersensitivity ("allergies") and abdominal pain lower ("cramping pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, hypoaesthesia, paraesthesia, sinusitis, ear discomfort, tinnitus, hypersensitivity and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, ear discomfort, hypersensitivity, hypoaesthesia, paraesthesia, pelvic pain, sinusitis and tinnitus to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter was added. Events hypaesthesia, paraesthesia, pelvic pain, sinusitis, ear discomfort, tinnitus, hypersensitivity were added. Event medical device removal was deleted and captured as a non-drug therapy for pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on the right side/ I described mine as if there were a tiny crab in there that kept pinching me with it's claw') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbing"), paraesthesia ("tingly feelings"), sinusitis ("sinus infections"), ear discomfort ("ear pressure - ear issue"), tinnitus ("ear pressure/ringing"), hypersensitivity ("allergies") and abdominal pain lower ("cramping pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, hypoaesthesia, paraesthesia, sinusitis, ear discomfort, tinnitus, hypersensitivity and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, ear discomfort, hypersensitivity, hypoaesthesia, paraesthesia, pelvic pain, sinusitis and tinnitus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.